Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low blood glucose of 3.6 mmol/l. The customer's blood glucose was 6.7 mmol/l at the time of call. It was reported that the low blood glucose was treated with orange juice. It was also reported that there were air bubbles in the reservoir. The reservoir will not be returned for analysis.